Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units top cover is cracked. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found cracked top display cover. Fse replaced top cover. This corrected issue. Consumed top cover labels. Device passed all functional and safety tests according to factory specifications.the failure analysis and testing dept. Received part number top display cover with a reported unit failure of cracked top display cover. The failure analysis and testing dept. Performed visual inspection of the part received part and found that the part has a gouge on the bottom left side. The failure analysis and testing department verified the failure cracked top display cover. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined